Manufacturer narrative:
(B)(4).

Event description:
It was reported that warm-up continued longer than intended duration occurred. The product was evaluated. An external visual inspection was performed and passed. Exterior visual inspection was performed and passed. Voltage test was performed and passed. Pairing test/download with nordic bluetooth device was performed and passed. A review of the bin file was performed and the allegation was confirmed. The probable cause was determined to be signal loss. In addition, the probable cause of the signal loss could not be determined. The reported event of warm-up continued longer than intended duration is reportable based on the finding of the signal loss greater than one hour. No injury or medical intervention was reported.